Event description:
The customer reported that during a robotic laparotomy, the device jaws would not open while on tissue. Another device was used to cut the tissue around the jaws of the first device and it was removed from the pt. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample si received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.